Event description:
In (B)(6) 2020 the belt clip of my minimed 660g (B)(4) broke, so I had to get it replaced because that part is attached to the pump and you can't use it without it. I got a minimed 770g, serial no (B)(4) in (B)(6) 2021. The belt clip broke on that one in (B)(6) 2021. I got another minimed 770g (serial no (B)(4)) as a replacement, which broke for the same exact issue in (B)(6) 2021. As a replacement I got another minimed 770g pump (serial number (B)(4)) where the ring holding the reservoir of insulin broke in december. That night my blood sugar went over 400 and I had to stay up all night giving myself shots of insulin, waiting for the next day to get a replacement. Right now the replacement I have is a minimed 770g, serial number (B)(4). I tried to switch to a different pump but my insurance won't let me since it's under warranty. I will have to be with medtronic for another 4 years and that scares me. FDA safety report ID# (B)(4).